Manufacturer narrative:
(B)(4). Date sent: 4/14/2023. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: the main issue we encountered was spillage from the rectum into the pelvis when we removed the faulty gun. We washed out thoroughly but the risk of an anastomotic leak is now increased. The patient is fine and hopefully that will remain the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the stapler had been inserted and punctured the rectum with the trocar but the anvil, secured in the proximal bowel, would not connect to the gun. We had to remove the stapler from the rectum and thankfully using a new stapler we were able to connect and fire. We retested the gun ex-vivo and again the anvil and gun do not connect.